Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("severe pelvic pain/pain"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. Concurrent conditions included throbbing pain. Concomitant products included medroxyprogesterone and medroxyprogesterone (depo provera) from (B)(6) 2012 to (B)(6) 2013. In 2012, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced the first episode of pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2012, 1 month 21 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), the second episode of pelvic pain ("pelvic pain lower"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (endometrial ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, nausea, weight increased, the last episode of pelvic pain, migraine and headache outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, headache, menorrhagia, migraine, nausea, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2013: satisfactory placement and full occlusion of tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, abnormal bleeding menorrhagia pelvic pain, dysmenorrhea (cramping), low back pain, pelvic pain¿. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received and the following information was provided: endometrial ablation was reported as abnormal bleeding (vaginal, menorrhagia) treatment. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.